Event description:
A customer contacted baxter's technical service center regarding a home choice (hc) low drain volume during the initial drain with air in the patient line. The home patient (hp) had resumed the initial drain and the hp stated there was air in the patient line. The technical service representative (tsr) assisted with ending therapy on the hc. The tsr advised the hp to check the patient line for air bubbles before connecting to it. The tsr advised the hp to start over with new supplies. The cg contacted product surveillance on (B)(6) 2011 regarding the air in the patient line. Per the cg, they started over with new supplies and the hp resumed therapy. The cg stated they contacted the hp's peritoneal dialysis nurse (pdrn) before they called baxter. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4).this complaint for a low drain volume alarm with air in the patient line was not confirmed due to lack of sample. The cause was undetermined. A batch review was not performed due to unknown lot number. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).